Event description:
Device issue: failure to deploy-needles. Time of device issue: during vessel closure. Adverse event: surgical removal/hemostasis, blood transfusion. It was reported that a physician untrained in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after pulling the handle to deploy the needles, only one of the four needles emerged at the top of the barrel. The needles were not backed down. A cut down was performed to release the device from the patient anatomy. Hemostasis was achieved with surgical closure. The patient's laboratory exam indicated a decrease in hemoglobin and hematocrit, which was treated with a transfusion of whole blood. There were no reported adverse patient sequelae. Through requested, no additional information was provided.

Manufacturer narrative:
(B) (4) - operator not trained, indication for use. The device was received. Investigation is not complete.